Event description:
It was reported that a potential problem with high pressures developing shortly into the use of the device (within 24 hours) were noticed. The pressure drop increased. No additional patient effects or specifics have been reported. The product was replaced during treatment. Multiple units have been used on this one patient. Pediatric units have been swapped out for an adult capacity unit. Additional information received 06/23/2015: the second membrane changed due to trans-membrane pressure was on (B)(6) at 2:30 pm. The trans-membrane pressure increased from - 55 ((B)(6), 6pm) to approx 80 ((B)(6),2pm). Stable post-membrane, increased pre-membrane. Blood flow approx .65lpm; gas flow approx 2.5lpm. Four plus days of use. No patient effect is attributed to the changes of devices. Support was withdrawn at the families request after 48 days of ECMO. The lungs were not recovering/healing. (B)(4). Reference MFR # 8010762-2015-00737.